Manufacturer narrative:
Date sent to the FDA: 11/06/2013.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6) 2013. During the procedure, the device intermittently stopped. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during the evaluation. During the evaluation, liquid was observed in the air tube. The exact root cause of this condition could not be determined.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.